Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error. The patient does not recall any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back up plan. The blood glucose reading was not given. No further information was provided.

Manufacturer narrative:
Insulin pump buttons all function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.